Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had issues with the infusion sets. Customer had one day where 5 infusion sets would stay in but not stick. Caller stated that the customer's blood glucose was between 400-600 mg/dl at the time of the incidents. Customer was not able to keep the infusion set in and the customer's blood glucose level tends to run high. Caller declined troubleshooting because she had talked to someone and they did not follow through. Caller stated that the customer's high blood glucose was due to the infusion sets not staying on. Caller was advised that the infusion sets will be replaced.